Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin scarring. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports having irritation as well as a scaring at a pod infusion site during wear. The patient reports having a rash as well as bleeding at the pod infusion site.